Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device created an incomplete mesh. It is unknown whether the mesher or the cutter or a combination of both that are contributing to an incomplete mesh. This is a living legacy is a cadaver skin bank and as a result no harm or other adverse event was reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -review of the most recent repair record determined that the unit failed testing and made an incomplete cut, and the cutter gear and bearing collar were worn. The cutter gear and bearing collar were replaced, ; however, the repair was not completed because the cutter would need to be replaced by the account. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.